Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred after 300 units of insulin was loaded into the cartridge. Customer's blood glucose level was 244 mg/dl. Reportedly, the customer added insulin into the cartridge and successfully resumed insulin delivery.